Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 5:00 am for a high blood glucose level of 817 mg/dl and diabetic ketoacidosis. The customer stated they had a no delivery alarm on (B)(6) 2014. The customer was treated with 30 units of insulin. The customer was wearing the pump during hospital stay and states that the pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.